Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the defibrillation impedance trend was rising. Right ventricular (rv) coil impedance has been in the 60 to 90 ohms range and is variable. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) was triggered due to an increase in defibrillation impedance on the right ventricular (rv) lead. It was noted that the patient reported having surgery at the time of the alert. The lead remains in use. No patient complications have been reported as a result of this event.